Event description:
It was reported that a malfunction alarm occurred. There was no adverse effect to customer's blood glucose level. Additional information was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.